Manufacturer narrative:
A5: ethnicity, a6: race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with post-cardiotomy cardiogenic shock (pccs). The patient had a history of prior CABG and dialysis. The automated impella controller (aic) was turned on and was functional; however, the purge cassette was not able to seat correctly on the left-hand side of the block, and purge fluid did not prime adequately. A full 10-minute prime was allowed, but purge fluid did not reach the cannula. The reported events are failure to detect purge cassette, priming problem, medical device removal, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was resumed without any known adverse events.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted surgically into the right axillary artery in a 69-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and dialysis presenting with post-cardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) scai stage d shock on venoarterial (va) extracorporeal membrane oxygenation (ECMO), multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support during high-risk CABG and aortic valve surgery. While the patient was in the intensive care unit (ICU), the automated impella controller (aic) was turned on and functional; however, the purge cassette was not able to seat correctly on the left-hand side of the block. The purge fluid did not adequately prime, as a full 10-minute prime was allowed and the purge fluid did not reach the cannula. The aic was exchanged. Subsequently, the aic had "purge flow reduced" and "purge pressure alarms" with purge flow dropping to <1 and pressure increased to >1,000. The patient was on and off anticoagulation during the hospital stay and experienced significant bleeding issues throughout the course of care. The post-procedure outcome was expired at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Bleeding may be influenced by patient-specific and device-specific factors such as critical illness, anticoagulation status, and device purge requirements. The impella device is unlikely to have contributed to the patient¿s death which was most likely due to the clinical condition of a critically ill patient who presented in scai stage d shock.

Manufacturer narrative:
This follow-up report is being submitted to correct information provided in the initially submitted MDR. Section b5 has been updated to include corrected information that was not included in the initial report. The revised b5 provides a complete and accurate event narrative. Section h6 (health effect ¿ impact code) was corrected. Impact code f1903 (device explanation), reported in the initial MDR, was determined to be not applicable to the event and has been corrected to f12 (serious injury/illness/impairment). Related medical device reports: this automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.